Manufacturer narrative:
Product was not returned to confirm a malfunction has occurred.

Manufacturer narrative:
Consumer stated they experienced an allergic reaction to mold.

Event description:
Consumer called stating they were hospitalized due to an allergy to the mold which built up in their toothbrush handle, which was the result of improper cleaning and not following instructions in the directions for use documentation.